Event description:
Customer reported the system is displaying the wrong date and images cannot be saved. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cpu battery. System operates as intended. This MDR is related to ge healthcare complaint.